Event description:
It was reported that oversensing was observed on the ventricular channel after atrial sensed events. Isometric testing and pocket manipulation were recommended to check if noise was reproducible. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.